Manufacturer narrative:
No false negative cocaine or methadone results were observed from retain testing. The manufacturing records for the lot were reviewed and the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
A customer reported false negative urine results for methadone and cocaine when testing with the one step multi-line 6 drug screen test panel. The client being tested was on a methadone script for over a year and is on supervised consumption by a local chemist. The client's urine tested negative for all substances including methadone. Client admitted using cocaine powder the day before but the test result shows negative results for cocaine. The customer stated that testing was performed with the same sample on a different kit from a different box which gave completely different result. No quantitative results were reported. No further client information was provided.